Event description:
It was reported that the pt complained of dislocation of the hip. X-rays showed hip center was high but did not reveal dislocation. Pt underwent surgery in 2006. Fluid was drawn from hip and sent to lab for evaluation. The hip was exposed revealing a fracture to the ceramic liner. Surgeon revised lining.